Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor memorygel gel mod-rnd 225cc, serial number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a primary breast augmentation with mentor memorygel gel mod-rnd 225cc which the right side ruptured after implantation. The issue was reported by the doctor, as a result patient removed the device on (B)(6) 2018.

Manufacturer narrative:
On 6/27/2018, new information indicated that the issue of rupture was bilaterally, and patient underwent bilateral removal and replacement as follow: left replaced with catalog number scm-140, serial number (B)(4), and right replaced with catalog number scm-195, serial number (B)(4).

Manufacturer narrative:
During the product investigation process, it was discovered that wrong product received. As a result, no further analysis will take place at this time. If wrong product clarification is received at a later date, the product evaluation will be performed and reported accordingly. Manufacturer¿s reference number: (B)(4).